Event description:
A customer reported a past event of high blood glucose levels, with the specific cause remaining unknown. The highest blood glucose level was reported as "high," but a precise value was not provided. To address the issue, the customer administered a correction bolus using a pump, and although experiencing recurring high blood glucose levels, they declined further assistance. The technical support team recommended consulting a healthcare professional to investigate potential factors affecting blood glucose levels, and the customer acknowledged this advice.